Manufacturer narrative:
The control panel which was the defective part, was not returned to siemens for investigation; therefore, no investigation could be performed. The log files were captured and analyzed. During the analysis, the investigator found that the ultrasound system could not communicate with the control panel memory. It was determined that the control panel memory was either corrupted or was not accessible due to a loose connection between the ultrasound system and the control panel. Reference complaint # (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that during a transesophageal echocardiography (tee) procedure with the probe already inside the patients' body, the ultrasound system froze. The user rebooted the ultrasound system and the functionality was restored. The tee was repeated and completed with the same ultrasound system and transducer. There was no loss of data and there was no patient adverse event reported. No additional information was provided.